Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient suffered a hypoglycemic event characterized by feeling unwell, vomiting, abdominal pain, and subsequent loss of consciousness. Emergency services were contacted by the patient's parent, and paramedics administered intravenous (IV) medication on-site before transporting the patient to the hospital. At the hospital, the patient received further IV treatment and was discharged after approximately 3 to 4 hours. At the time of reporting, the patient was reportedly feeling better. During the event, discrepancies between cgm and blood glucose (bg) readings were noted. At one point, the cgm showed a glucose level of 7.4 mmol/l, while the bg reading was 5.7 mmol/l. At another point, the cgm read 4.0 mmol/l, whereas the bg reading was 2.8 mmol/l. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator prior to the patient feeling symptoms. At an unspecified time of the event the reported glucose values fall within a and b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.